Event description:
Litigation papers allege: patient suffered extreme pain in her right hip and loosening and instability of the implant; friction and wear between the metal-on-metal asr system caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood, tissue and bone surrounding the implant; patient has been experiencing severe pain, discomfort and inflammation in her right hip, thigh and groin, with associated lack of mobility, constant aching her right hip, extreme fatigue and inhibition of her ability to walk. **update** - 10/05/2012 - patient's preliminary disclosure received with operative report of the primary surgery. The operative reports states, a v-shaped calcar fracture was noted and appeared to be stable.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.